Manufacturer narrative:
(B)(4). An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a peritoneal dialysis catheter. The customer stated: on (B)(6), 2011, leakage occurred to a pt on 0.5cm of junction between peritoneal dialysis catheter and titanium fastener. The problem was solved in time with repairing the catheter. The pt was catheterized on (B)(6), 2009, less than 2 years. Pt was involved with no injury. Available.